Manufacturer narrative:
The unit had normal operating currents. The unit passed the rewind, basic occlusion, and displacement test. The unit had no motor error alarm. The motor passed the motor test. The unit did not have an unexpected off no power alarm or a low battery alarm. The unit could not prime during the prime test due to a faulty gold force sensor resistor. A weak battery alarmed due to the battery tube connector not plugged in properly. The unit had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a minor scratched display window, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report a motor error alarm during basal and bolus. The customer's blood glucose level was 200 mg/dl. A weak battery alarm, off no power alarm, and a failed battery test alarm were found in the insulin pump history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.